Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no signal between the insulin pump and transmitter. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040a. Troubleshooting was partially performed, and the customer confirmed that the transmitter serial number was not in the manage devices screen, but it was unknown whether the issue was resolved. Troubleshooting was not performed for the sensor glucose vs. Blood glucose, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7040a. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.